Event description:
It was reported that the patient presented prior to the device exchange procedure. Upon device interrogation, it was noted that the implanted right ventricular (rv) lead exhibited increased rv pacing and high, in range pacing impedance. The rv lead was capped and replaced on (B)(6) 2025. There were no patient consequences.